Manufacturer narrative:
The returned device was evaluated and a leak was discovered on the internal portion of the soft cannula. Fluid leaked and caused corrosion on the pcb and batteries. The data could not be downloaded as a result of the corrosion, so any information the data would have provided could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 470 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Corrections were administered using the pod but the bg levels did not decrease. A new pod was applied and bolus was delivered to treat the hyperglycemia.